Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report intermittent out of range on (B)(6) 2015. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The date of issue was (B)(4) 2015 in (B)(6) time zone while the date was still (B)(6) 2015 in the united states when the complaint was received.